Manufacturer narrative:
Submit date: 5/21/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the balloon did not properly deflate, resulting in required surgical intervention.